Event description:
It was reported that the pump battery could not be charged. There was no reported impact to customer's blood glucose. The customer attempted various solutions, including using a different wall outlet and wall adapter and leaving the wall adapter plugged in for an extended time, but none resolved the issue. Technical support decided to replace the pump and confirmed that the pump was within warranty. Customer was informed about the pump replacement and provided with a replacement pump to ensure insulin delivery was not interrupted.